Event description:
It was reported that the pt was at the ER with a shocking/jolting sensation. The device was turned off but the pt still felt slight shocking. There was no incident related to the event.

Manufacturer narrative:
(B)(4).